Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred during bolus deliveries. Supply changes were performed to address the occlusions. Customer's blood glucose (bg) elevated to over 600 mg/dl with ketones. Correction boluses were delivered via the pump and supply changes were performed to address bg. Tandem technical support advised customer of possible causes of occlusions. Reportedly, the customer reverted to using manual injections for insulin therapy.